Manufacturer narrative:
D4. Concomitant product UDI for cylinder is (B)(4).

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) herniated out of its location. The reservoir was explanted and replaced. No patient complications reported.